Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012761287 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°0) rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter subcomponents. During inspection of the distal shaft segment, entangled electrode wires were observed. During inspection of the shaft segment, a guidewire lumen kink at 2.9 inches from the tip was observed. In conclusion, the reported issue (slide cont rol issue) was confirmed through testing. The catheter failed return inspection due to the entangled electrode wires and the guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was an issue with the sliding mechanism in the handle of the catheter, resulting in the array not being properly extended and retracted. Despite the issue, the procedure was completed. No patient complications have been reported as a result of this event.